Event description:
A patient had intracranial surgery for a mass, later it was complicated by a hemorrhage, and stroke leaving her with a thalamic pain syndrome. She has also developed progressive peripheral neuropathy, which has causedchronic pain. In an effort to meliorate her pain, she had a spinal cord stimulator placed at another facility. The patient states that this has not been able to control her symptoms. She has had multiple attempts to reprogram the stimulator. She actually had engineers from the company make attempts to recalibrate the stimulator and this has not been effective. Therefore, the patient requested the stimulator to be removed, as it was not functioning.